Event description:
It was reported by the patient ten days after implant that they were told there were noises coming from the device and that their lower lead was malfunctioning and would need a procedure to correct this. Follow-up was performed with the patient's clinic where it was indicated the noises were in reference to noise seen on the right ventricular (rv) lead that was believed due to a possible lead fracture or loose setscrew in the implantable pulse generator (ipg). The clinic is monitoring the event and there are currently no planned interventions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.